Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll and lower abdomen on (B)(6)2018 and (B)(6)2018 using the cooladvantage coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) in april of 2019. Following treatment, the posterior bra roll and lower abdomen were larger in size and firm to palpitation. On (B)(6)2019 the patient was assessed by a physician who diagnosed the posterior bra roll and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Ack3 failure due to phone number. Updated phone number in medwatch and regenerated submitted form. The new form was added to the submitted report section along with the previous form.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll and lower abdomen on (B)(6) 2018 using the cooladvantage coolcurve+ applicator who developed paradoxical hyperplasia (pah / ph) on (B)(6) 2019. Following treatment, the posterior bra roll and lower abdomen were larger in size and firm to palpitation. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the posterior bra roll and lower abdomen with paradoxical adipose hyperplasia.